Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing which accelerated the rhythm into the ventricular tachycardia zone. The ICD delivered a shock which terminated the arrhythmia. The health care professional contacted the field representative. Technical services advised the ICD appears to be operating as intended. Additional information has been requested but not provided at this time. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.